Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) lead was stuck inside the lead and would not deploy. The rv lead was not used and different rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.